Manufacturer narrative:
The customer is now using rf reagent lot m007342, and the results are more acceptable. Service was not needed for this event as a new lot of reagent resolved the issue. The related events are reported in MDR # 2050012-2011-00355, -00361, and -00363.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously elevated rheumatoid factor (rf) results generated by unicel dxc 800 pro synchron chemistry system. The results were reported out of the laboratory. The customer has not received any reports of impact to patient treatment.